Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was fully fired. The shipping wedge was noted to be damaged. The returned yellow piece of plastic is consistent with the shipping wedge. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a thoraco/lobectomy. Two different reloads were fired with no issue. However, at closure the surgeon found a small yellow foreign material in the patient. The yellow foreign material was retrieved. The nurse said she had removed the shipping wedge and checked the opening/closing of the jaws. The sales rep found a yellow foreign material at the tip of the knife channel at the second reload anvil. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.